Event description:
The technician alleged the side rail latch cover was bent causing the side rail not to lock. No pt impact.

Manufacturer narrative:
The tech replaced the side rail latch cover to resolve the issue.